Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm and unable to download due to moisture damage on the electronic assembly. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the force sensor and motor during visual inspection. No moisture damage was found on the keypad assembly. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his pump got wet, is now alarming and he is not able to shut the pump off. His blood glucose was unknown at the time of the incident but his most recent blood glucose was 200 mg/dl. He stated that he was on shore and was trying to get on a boat and he fell into the water. During troubleshooting, the pump is alarming and the display screen showed a red x with an arrow pointing to an open book icon. The customer received a critical pump error alarm. He stated that he received another error but could not remember what it was. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being returned for analysis.